Event description:
The patient experienced hypoglycemia for which glucagon was administered. The patient reported that he regularly experiences erratic blood glucose levels. The patient also reported that he does not routinely see a physician and "self-regulates" his blood glucose and insulin dosages.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that he regularly experiences erratic blood glucose levels. The patient also reported that he does not routinely see a physician and "self-regulates" his blood glucose and insulin dosages. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.